Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ¿check vent: 35v (volt) supply failed¿ alarm occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 11dec2018. Philip's international service technician confirmed the reported 35volt supply failed issue and multiple additional error codes were found in the diagnostic report. Philip's international service technician replaced the power management (pm) printed circuit board assembly (pcba) and the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/25/2019. Failure analysis on the returned motor controller (mc) board and power management (pm) board shows that the component failure u10 on the motor controller (mc) pcba created the reported error codes. No problem fund with the power management board.